Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the pulse generator exhibited loss of telemetry and output due to the wire to the negative battery terminal was broken as a result of fatigue.

Event description:
It was reported that the pulse generator could not be interrogated. External electrocardiograms showed abnormal pacing. The device was explanted and replaced on (B)(6) 2014.